Event description:
Consumer alleges using his heating pad in bed while gaming and received burns on his right arm. There was not a report of property damage(s) with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds" and consumer failed to perform that instruction. There is an instruction that states, "place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction.